Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following have been updated. Complaint sample was evaluated and the reported event was confirmed. The examination of the returned device show signs of nicks and gouges on the inferior and superior sides of the part. There was some bone ingrowth or white color foreign material was observed on the inferior side. There are some scratches anterior side of the component. Dimensions were found to be conforming where measured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Per package insert, persona-the personalized knee system loosening and pain are known adverse effects of the tka procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00778, 0001822565-2018-00547.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42-5006-064-02, persona femoral component, lot 62762844; 42-5214-005-12, persona articular surface, lot unknown; 42-5400-000-32, persona patella, lot 62405046. The product has not been returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised three years after initial knee surgery due to tibial loosening and pain.